Event description:
It was reported that the user received repeated ilet alert 38 indicating a stalled motor, performed a successful dry run with assistance, replaced setup supplies, and then resumed insulin delivery, after which the user reported no visible issues with the infusion set, cartridge, or connector and experienced high blood glucose that persisted for approximately 12 hours without successful correction while the device issued high-glucose alerts. Symptoms included hyperglycemia without other reported symptoms. Outcomes included a delay to therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the pump, with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.